Event description:
It was reported that pump display showed blank screen while led was still on, and this prevented customer from being able to read or interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping details, and advised that replacement would have updated software; technical support also provided instructions for storage mode, return of malfunctioning pump within 10 days, and reprogramming pump settings and reconnecting continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.